Event description:
It was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances. X-ray confirmed lead migration. As a result, surgical intervention occurred wherein the lead was replaced to address the issu

Manufacturer narrative:
Correction: section b5-in the previous report should have been "it was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances. X-ray confirmed lead migration. As a result, surgical intervention occurred wherein the lead was replaced to address the issue" instead of "it was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances. As a result, surgical intervention occurred wherein the lead was replaced to address the issue. Correction: in the previous report, section h6-medical device problem code-migration should have been added". Correction: section h10 in the previous report should have been "based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined" instead of "the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined".

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances. As a result, surgical intervention occurred wherein the lead was replaced to address the issue.